Event description:
My daughter had been a contact wearer for a few years and renu contact solution with moistureloc was the only product she used for her contacts. She was on a tour through several states. During the bus travel she called me to complaint that her eyes began to feel irritated. She stated she removed her contacts which were purchased a few days prior to the tour. I was informed by the chaperone that he eye was red and she was sensitive to light. The tour was a week long and she stayed on the bus the majority of the time due to the sensitivity, the remaining time was spent in the hotel. When she arrived back around 2:00 am, you could not see the eye. It was covered by a gray film. I immediately took her to the emergency room at hospital. The physician stated they had not seen anything like it and contacted the on-call eye doctor. He instructed them on what perscriptions to use which had to be taken every 2 hours. Because of the situation and the fact he had better eye equipment, we were sent to his office later in the afternoon. His office was located nearby. Dr wanted to see if the vision improved since there was vision loss over the next several months. The end result is that my daughter now has permanent damage to her eyes requiring a corneal transplant.